Event description:
It was reported that loss of capture was observed. The right ventricular (rv) lead measured high threshold. Follow-up attempts to gain additional information from the clinic yielded no results. It was undetermined which lead had loss of capture. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).